Event description:
It was reported that a malfunction alarm occurred. There was no recorded impact on the customer's blood glucose level at the time of the event. Customer reverted to using insulin injections as an alternate insulin therapy.